Manufacturer narrative:
The alarm trace showed many "sample short", "clot detection", and "sample foam detection" alarms. The qc was acceptable. A general product problem was excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed water pump and gear pump adjustments, vertical adjustments of the detection unit, verified probe adjustments, performed a liquid flow clean, and performed primes. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 2 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 25 ng/l, and the repeated result was 9.91 ng/l. Patient 2: the initial result was 13 ng/l, and the repeated result was 31 ng/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated due to "abnormally high" results.